Manufacturer narrative:
The pump and the outflow graft were not returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sustained decrease in power consumption and estimated flow. Analysis of the explanted pump by the site did not reveal thrombus. A stenosis was identified by the sudden flow drop and the discrepancy between the pulsatility of the flow and the pressure curve. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received via a voluntary (B)(4) report and information from the site ventricular assist device (vad) coordinator that the patient came from home and with "acute breathlessness" and was admitted to the hospital. An abrupt flow decrease of approximately 20% was noted with review of the log history data by the site. Retrospectively the flow was decreased since (B)(6) 2015; there was a sudden drop in the flow curve. Hemolysis parameters were only slightly increased compared to previous values. An occlusive thrombus in the inflow cannula was suspected. With acoustic analysis there was no 3rd harmony, reported as unlikely a thrombus on the pump rotor and was indicative of a partly occlusive thrombus in the inflow cannula end of the vad. A stenosis was identified by the sudden flow drop and the discrepancy between the pulsatility of the flow- and the pressure-curve. A "backwash maneuver" with carotid protection was performed without success. The original flow could not be restored. During this procedure, the patient became unstable therefore a pump exchange was performed. The pump parameters were unchanged after the exchange. During the examination of the pump by the site no thrombus was found. There was no occlusive thrombus on the rotor and no "sander" marks noted on the pump housing. Since the presence of a thrombus in the inflow of the pump as well as in the pump was excluded, it was assumed that there was an occlusion in the outflow graft. This was confirmed by a heart catheter on the anastomosis of the ascending aorta and was resolved with placement of a stent. In the catheterization lab there was difficulty inserting the catheter in the outflow graft from the ascending aorta. When the catheter was inserted in the outflow graft the pump flow decreased significantly (further decreasing of an already reduced diameter by the catheter). When the contrast fluid was administered there was a light contrast at the area of the anastomosis. The pressure in the graft was significantly higher than in the artery; there was a high pressure difference between the graft (145mmhg) and the artery (68 mmhg), caused by a stenosis. The anastomosis area was stented. The flow went up to 5.7 l/min at 2700rpm. Analysis by the site reported: a sudden flow drop is typical for an occlusive, "flown inn thrombus" in the inflow cannula. Normally a thrombus in the outflow graft reduces the pump flow over time (the thrombus grows; it cannot float in the graft without floating in the pump and causing thrombus formations inside the pump. The site reported that this is their first case of a stenosis/thrombus formation at the aortic anastomosis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Device thrombus is known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A definitive cause of the event cannot be determined; however, based on this patient's previous history of vad thrombosis, clinical factors and patient comorbidities may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Current device location is unknown.